Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Age of device: 1 year, 3 months, 22 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that patient was hospitalized after blood work came positive for anemia but gastrointestinal workup came negative. On (B)(6) 2018, patient presented with fatigue and felt unwell but denied dark or bloody stools. However, occult stool was positive for blood. Urine was clear. Hemoglobin and hematocrit (h&h) were 7.1 g/dl and 23.5% respectively. An esophagogastroduodenoscopy (egd) was performed and some salmon colored mucosa was observed which was determined to be barrett esophagus stage co-m1 per prague criteria, biopsied, but all results were within normal range. Blood culture was performed which came positive of streptococcal anginosus. An endoscopy was completed. Active bleeding was not confirmed. Patient received 2 units of packed red blood cells (prbc) within 24 hours. Anticoagulatory drugs (aspirin and warfarin) were held. Ceftraxione was started and a 6 week course was planned after discharge. Patient was restarted on anticoagulation post-negative gastrointestinal workup and h&h rebounded. No further information was provided.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.